Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced unreliable life expectancy of the device. No additional event or patient information is available. Data log was reviewed for evaluation on 04/14/2017. Complaint for the patient experiencing unreliable life expectancy of the device was confirmed, based on a permanent loss of connection that was observed. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported. No product was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.